Manufacturer narrative:
Device manufacture dates: 10/19/10, 11/17/10, 10/26/10, 1/5/11, 3/26/11, 10/4/11 the monarch cap inserter was returned to the complaints handling unit for evaluation. The inserter featured no damage with the exception of a broken tooth at the tip of the instrument. The inserter was sent for fracture analysis. The fractured surface exhibits rough and plastically deformed material that extends across the entire surface. This suggests the cap inserter underwent a quasi-static torsional shear overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint received from (B)(6), synthes quality engineer. Noted during express care incoming inspection in monument. Tip is broken.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.